Event description:
Customer's aunt reported hospitalization due to diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioning properly. Intermittent button response noted during testing due to corroded keypad traces. No button error alarm noted. Severely scratched lcd window, scratched around casing, scratched reservoir tube window, cracked lcd display window corners, missing address/serial number label missing and missing end cap sticker noted during visual inspection.